Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Device alarms and/or error messages are intended to inform the user when a device is not performing as intended so that immediate action may be taken to resolve the issue and continue treatment. This event is considered not reportable pursuant to 21 cfr part 803. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that a call from a home health nurse was received for a patient with a renasys go that has been alarming for a blockage, the nurse states that she has done all that she can to attempt to get the device functioning but has had little success. Device went back into continuous and alarmed again for blockage. The nurse states that there is very little drainage in the canister and cannot determine where the blockage is located. After several attempts at troubleshooting, the nurse requested a new device. No further information available.